Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the door was able to latch close with a loaded IV set, but force required to secure the door is above expected levels that corresponds with the reported symptom of "does not recognize a closed door." Door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a pump does not recognize a closed door. It was also reported that there was no pt injury.